Event description:
Device tracking info rec'd from europe indicated a pt had replacement surgery to correct a high impedance condition. No further info has been rec'd.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.